Event description:
Device report from synthes reports an event in colombia as follows: it was reported that during a procedure on (B)(6) 2022, the drill bit fractured in the procedure. The fragment was recovered, but was lost in washing. It had no involvement with the patient. The procedure was completed with a 30-minute delay, and the patient status was reported to be okay. No further information is available. This report involves one 1.1mm drill bit/mini qc with 12mm stop/44.5mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Part: 317.320. Lot : f-25028. Release to warehouse date : 26.june.2018. Expiration date : na. Supplier: na. Manufacturing site: (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the 1.1mm drill bit/mini qc with 12mm stop/44.5mm was broken from the distal tip, fragment is not visible in the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the 1.1mm drill bit/mini qc with 12mm stop/44.5mm. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part# 317.320. Lot # f-25028. Manufacturing site: werk selzach logistik. Supplier: (B)(4). Release to warehouse date: 26 jun 2018. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 1.1mm drill bit/mini qc with 12mm stop/44.5mm was broken from the distal tip, fragment was not received in the evidence provided. A dimensional inspection for the 1.1mm drill bit/mini qc with 12mm stop/44.5mm was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 1.1mm drill bit/mini qc with 12mm stop/44.5mm would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed. ø1.1mm drill stop w/mini quick coupling, 45mm (current) / rev. J (manufactured). Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.